Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an oozing rash under the rear therapy electrodes. The patient was diagnosed with an allergy to the garment material. The patient's physician advised the patient to use cortisone cream on the irritation. There is no indication of a device malfunction related to the irritation. The patient's irritation improved slightly.